Manufacturer narrative:
Section a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section b3, date of event: unknown/not provided. Section d6b, if explanted, give date: unknown/not provided. Section e1: email address: unknown/not provided. Section h3: device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempt was made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s left eye. The patient experienced myopic surprise. The iol was explanted and replaced with the same model but a different diopter, diu150 20.0 diopter. Follow-up was performed but no further information was provided.